Event description:
Reported blood glucose results of "132, 134, 143, 145, 127, 128, 144, and 230 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.